Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose of the customer was 400 mg/dl. The customer was treated with insulin pump. Customer also stated an issue associated with infusion set insertion site. The customer found blood on the cannula. Customer was advised to speak to their health care professional instructions for skin issue. Troubleshooting was performed for blood on site but issue was not resolved. The insulin pump will not be returned for analysis.